Event description:
It was reported that patient presented to clinic and increased threshold and decreased sensing were noted. During lead revision an infection was observed. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.